Event description:
It was also reported that this patient was brought in for system integrity testing. A 14 joule shock successfully converted the patient and the shock impedance was 73 ohms. A commanded 41 joule shock was also delivered and returned a measurement of 110 ohms. It was decided that this patient's system would continue to be monitored.

Event description:
New information was obtained, that the home monitoring system once again detected an out of range impedance measurement of greater than 125 ohms. The boston scientific sales representative spoke with the following physician, and he stated that no intervention is planned for this patient. They will continue to monitor the lead. To date, no adverse patient effects have been reported.

Manufacturer narrative:
--

Event description:
Boston scientific received information that the latitude home monitoring system detected an out of range impedance measurement greater than 125 ohms for this device system. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) continue to exhibit high out of range shock impedance measurements of greater than 200 ohms, thus defibrillation threshold (dft) testing was once again performed. During dft testing a code displayed indicating there was an open circuit and an impedance of greater than 125 ohms. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This report is being filed to submit the analysis results.